Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported upstream occlusion alarms were confirmed through the history log, but were not reproduced. Subsequent eval discovered cracked upstream sensor tail pins, which are known contributors to the alarms. As a result, the upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a constant upstream occlusion alarm. Any pt involvement, injury or medical intervention is unk.